Manufacturer narrative:
Pe the patient's surgeon, there are no plans to re-implant with a new device due to the age of the patient. This report is filed may 12, 2016.

Manufacturer narrative:
This report is filed on april 15, 2016. Device not returned to manufacturer.

Event description:
Per the clinic, the electrode array was found to be outside of the cochlea, resulting in the decision to explant the device. The device was explanted (B)(6) 2016. It is unknown if there are plans to reimplant the patient as of the date of this report, april 15, 2016.